Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported difficult to remove was not able to be replicated in a testing environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficult to remove include, but are not limited to, inner diameter of the catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal-mid left anterior descending (lad) artery with mild tortuosity. When the 2.5x38mm xience sierra stent delivery system (sds) was removed from the dispenser hoop, the stent was noted to be crushed. The sds was not used in the procedure and another xience sierra sds was used to continue the procedure. In the same procedure, the hi-torque 014 bmw hydro guide wire (gw) was being used; however, when attempting to withdraw the gw, resistance (friction) was noted with various unspecified balloons and stents. Resistance was felt more toward the end of the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.